Event description:
Event description guidant received information that this ventricular lead became dislodged. During the revision procedure, the lead was observed to have slipped through the suture sleeve. The physician expressed dissatisfaction with the inner diameter of the suture sleeve provided with this model lead. The lead was repositioned and several additional steps were added to secure the lead.